Event description:
It was reported to boston scientific corporation that a previously implanted tria soft ureteral stent was removed from the left ureter, performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the tria soft ureteral stent was successfully placed for stone management in the left ureter, and the patient was prescribed the discharge medications, acetaminophen (tylenol), alpha blocker, antibiotic, and narcotic analgesics (opioids). No issues were noted with the device. On (B)(6) 2022, the patient had experienced an increased urethral pain status due to post stent placement . The patient was given tylenol and oxycodone to treat the pain. During the planned stent removal performed on (B)(6) 2022, the tria soft ureteral stent was successfully removed from the patient without any difficulty. There was no new device implanted. On (B)(6) 2022 the event was considered resolved.

Manufacturer narrative:
Study: (B)(4) double-j registry clinical study. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.